Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
It was reported that the safety valve lit up red while performing the est without o2. Unit failed safety valve test. There was no patient involvement.